Event description:
It was reported that when the patient presented through merlin.net transmission, an alert for hv lead impedance low and out of range was observed. Patient was called in clinic for further testing and all measurements were within normal range. Device was reprogrammed. The patient was fine prior to, during and post reprogramming. Patient was discharged home after testing.